Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0x6ql, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that the device had not been effective since being implanted last thursday. Stimulation was felt. A fall was stated to be possibly related; the patient had a bad fall last (B)(6). The implant site seemed okay. When he fell, the damage was mostly to his upper body (chest, ribs, and one bicep). Additional information received from the patient on (B)(6) 2015 reported that his therapy was still not working for him and he had not been checked by his healthcare provider (hcp) since the fall. He was still not getting 50% or greater efficacy. It was noted that he had not used the patient programmer (pp) and that he had an appointment with his hcp the following week. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information received from the consumer reported that he visited the health care professional (hcp) in (B)(6) 2015. They turned stimulation up and he was still not getting symptom relief. It was later reported that compatibility guidelines were requested for x-ray. There was not a suspected problem with the device or therapy. There were no symptoms reported. He reported a return of symptoms which was occurring daily. There was no trauma/falls reported that could be related to this issue and no recent medical test or emi environmental exposure. The patient wants to follow up with the doctor and would prefer at this time to have the doctor or the representative walk him through using the programmer and changing the programs. The patient does not have any control of his symptoms. He uses the programmer to increase stimulation. He had been on 2 or 3 amplitude and he would increase stimulation a couple of "clicks" and states he would feel stimulation. He increased stimulation all the way to 6 and does not feel stimulation at all. He didn't want to increase stimulation more than that at this time until he speaks to the doctor. Event date was (B)(6) 2015. Additional the patient states trial was only 2 days and he was not sure if the reduction in symptoms was due to the stimulation or if it was a fluke that happens sometimes. Additional information received from the patient reports device stopped working. Patient reported he was not able to feel stimulation. He had tried increasing his stimulation but was still not able to feel anything. He recently tried to increase but was unable to with pp(patient programmer). Patient's ins(stimulator) was not currently on so patient service walked patient through turning on their ins. Patient stated when he last check his pp he was at 3.2 but now his stimulation was at 4.3. Patient tried increasing up to 6 but was still unable to feel stimulation. He had not had therapeutic effect since implant. Patient service reviewed with patient that he does not have to feel stimulation in order to get successful therapy, it was based off of symptom relief. Troubleshooting resolved reported issue. The patient was able to turn on their ins and was able to adjust their stimulation. Event date for lack of therapeutic effect was (B)(6) 2015, loss of stimulation was (B)(6) 2015 and unable to adjust stimulation was on (B)(6) 2015 which was resolved. Additional information was being requested from the patient. Follow up will be submitted if additional information is received.